Manufacturer narrative:
Trackwise ID: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 black collar/guard at the base of the jaws came separated from its normal spot. No components detached into the tunnel. The insulation was intact, and did not detach. A second kit was opened to successfully complete the procedure. No patient injury.

Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation, however a photograph was provided by the account. A photographic inspection was conducted on 03/23/2023. Signs of clinical use and slight evidence of blood was observed on the jaws of the harvesting device. The black sheath closest to the base of the jaws was observed to be peeled, with no detachment observed. No other visual defects were observed. Based on the non-return of the device as well as the photographic inspection, the reported failure "peeled; delaminated; shaft" was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The lot #3000284605 history record review was completed. There were (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.